Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's battery cap would not stay on. The customer reported that because of this, the insulin pump shut off, causing her to have high blood glucose levels. Blood glucose level at the time of the incident was 585 mg/dl. The customer was advised that the battery cap would be replaced. The insulin pump was not replaced or returned for analysis.